Event description:
Customer called to report calibration failure and issues with the air in lines on the ion-selective electrodes (ises) of the synchron cx5ce clinical analyzer. The customer technical specialist (cts) reviewed the instrument data and determined that there was a backflow in the flow cell sample circuit. The cts assisted customer with troubleshooting the instrument, during which customer found that the line from the flow cell to the electrolyte injection cup (eic) was wet. The cts instructed customer to replace the tubing (line 27) and the solenoid. Customer then calibrated the instrument and ran all quality controls without finding any further issues. The cts then confirmed with customer that the troubleshooting effectively resolved the instrument issue. Customer stated that no patient samples were generated; therefore, patient treatment was not affected.

Manufacturer narrative:
(B)(4).